Manufacturer narrative:
The lot number was provided for twelve of the seventeen malfunctions and a lot history review was performed. The devices were not returned to bd for evaluation; however, sixteen medical records and six images were provided to review. Of the seventeen malfunctions, thirteen of the investigations were confirmed for perforation with two of them also unconfirmed for filter tilt. The three investigations were inconclusive. And the last investigation identified perforation. Based upon the information provided, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: gfse4296, gfrl2039, gfqd0160, gfsd2823, gfrd3470, gfre1341, gfsh4011, gfpk1147, gfrh4280).

Event description:
This report summarizes seventeen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. These seventeen malfunctions did involve a patient with no reported patient injury. The patients ranged from (B)(6) years of age and (B)(6) kgs. Of the reported patients, 5 were male and 9 were female. The remaining patient age, weight, and gender were not provided.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. All fifteen malfunctions involved patient with no patient consequences. Of the fifteen patients, six were male and eight were female, fifteen patients age ranged from 24-84 years and one patient weighs 172 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported seventeen malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80845 and 2020394-2022-90005. H10: of the reported fifteen malfunctions, lot numbers were provided for twelve malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all fifteen malfunctions and images were provided for six malfunctions. Ten malfunctions were confirmed for the reported perforation. Two malfunctions are confirmed for perforation; however, unconfirmed for the alleged tilt. Two malfunctions are confirmed for perforation and migration, therefore a010402 trending code was added additionally. The remaining one malfunction is inconclusive for the reported perforation. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4(corporate lot no: gfse4296, gfrl2039, gfqd0160, gfrh4280, gfsd2823, gfrd3470, gfre1341, gfsh4011, gfpk1147). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for twelve of the seventeen malfunctions and a lot history review was performed. The devices were not returned for evaluation; however, 17 medical records and 6 images were provided for review. For 12 malfunctions, the investigations were confirmed for perforation. For another two malfunctions, the investigations were inconclusive for perforation. For another two malfunctions, malposition of device (a150202) code was added and the investigation is confirmed for perforation and unconfirmed for tilt. For the remaining one malfunction, migration (a0104) code was added and the investigation is confirmed for the perforation and migration. Based upon the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot no: gfse4296, gfrl2039, gfqd0160, gfsd2823, gfrd3470, gfre1341, gfsh4011, gfpk1147, gfrh4280, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seventeen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. Of the 17 patients, 16 patients' ages were reported to be between 24-84 years and two patients¿ weight were reported to be between 137-172 lbs, six patients were reported as male, and nine patients were reported as female. All other patient details were not provided.

Event description:
This report summarizes seventeen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. These seventeen malfunctions did involve a patient with no reported patient injury. The patients ranged from 24-84 years of age and 62-78 kgs. Of the reported patients, 5 were male and 9 were female. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for twelve of the seventeen malfunctions and a lot history review was performed. The devices were not returned to bd for evaluation; however, sixteen medical records and six images were provided to review. Of the seventeen malfunctions, thirteen of the investigations were confirmed for perforation with two of them also unconfirmed for filter tilt. The three investigations were inconclusive. And the last investigation confirmed perforation and migration, device code 1395 was added to account for the migration. Based upon the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot no: gfse4296, gfrl2039, gfqd0160, gfsd2823, gfrd3470, gfre1341, gfsh4011, gfpk1147, gfrh4280). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported seventeen malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80845 and 2020394-2022-90005. H10: of the reported fifteen malfunctions, lot numbers were provided for twelve malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all fifteen malfunctions and images were provided for six malfunctions. Therefore, for nine malfunctions investigation is confirmed for the reported perforation, for two malfunctions investigation is inconclusive for the reported perforation, for two malfunctions investigation is confirmed for perforation and additionally it was determined to have and confirmed for migration (a010402) and for the remaining two malfunctions investigation is confirmed for perforation and additionally it was determined to have and unconfirmed for malposition of device (a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(corporate lot no: gfse4296, gfrl2039, gfqd0160, gfrh4280, gfsd2823, gfrd3470, gfre1341, gfsh4011, gfpk1147), g3

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. All fifteen malfunctions involved patient with no patient consequences. Of the fifteen patients, six were male and eight were female, fourteen patients age ranged from 24-84 years and one patient weighs 172 lbs. All other patient details were not provided.